Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5285k06, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the needle broke in half at the point of entry into the patient skin, and the surgeon made an incision to remove the broken piece from under the patient's skin. The patient tolerated the procedure and is presently doing well. No further information was provided.